Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-jun-2024, it was reported that patient faced occlusion blockage at infusion set site. The insertion site was abdomen. Patient observed their symptoms within 3 or more hours of insertion. The infusion set had been in use for more than 72 hours. No further information was available.